Event description:
It was reported that the patient had an in the ear hearing aid installed yesterday afternoon at 1:30 pm and the patient took the hearing aid out at 11:00 pm last night. The patient asked the technician if the hearing aid could affect their therapy and they stated no interaction. It was noted that the patient experienced a loss of therapeutic effect and had an increase in frequency of urination and a loss in volume. The patient kept a journal of their urine quantity and the patient noticed a change in the afternoon after their hearing aid appointment and into the morning today.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v999673, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).